Manufacturer narrative:
(B)(4).

Event description:
It was reported that after 3 months of good functionality, high impedance (>10000 ohms) were seen on 3 of the 4 poles. There were no accidents associated with this event. X-rays showed the lead had not moved. The lead was replaced and normal impedances were seen. No pt injuries were reported.